Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neuros stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has a shocking sensation in face and hands when she touches the ins and assumes certain positions. No environmental/external/patient factors that may have led or contributed to the issue were reported. They suspected a loose connection at ins, adapter, or extension/lead connection. No diagnostics/troubleshooting was performed. Patient will set clinic appointment with physician for x-ray and electrical integrity check. Interventions/actions included having the patient turn down the amplitude so that shocking would not be as intense while preserving some therapeutic benefit. The issue is not yet resolved. The patient's setting on their ins is at 7.6 max. They have been on that since the device was put in. They state that some frequencies are too high and the face gets drawn up and they get a rush of tingly feelings and they are getting a power surge when they are in various positions. Also when they touch the battery pack from the outside. They cut it down some last night to 7.3. They have a little shaking and still have those sensations. No further complications were reported or anticipated.